Event description:
Multiple occurrences: event #1: cap on swan cracked central venous line (cvl) from operating room. Pressure line infusing at 3 ml/hr and noted to be leaking at the cap. Appears to be dripping around suction device inside the cap. Cap removed and new cap placed. Unknown lot number. Event #2: this rn was notified by our manager about caps on peripherally inserted central catheters (piccs) that could potentially be cracked inside causing blood or moisture to back up in the cap itself. This rn was to check piccs for potential malfunction and this patient was to have blood backed up in caps. This rn was also notified is this were to happen to do a cap change. A cap change is due for this patient at today and has tpn and lipids infusing through line. Clarified with manager and was given the okay to avoid another access to PICC and to wait for cap change with tpn and lipids. This rn will notify the night shift nurse to save cap and to be placed in bio hazard bag and to be sent down to ICU. Event #3: rn checking piccs for potential malfunction found patient had moisture buange was completed. New caps inspected before applying and they appeared to be without any visible cracks. (B)(6) has the product in her office. Lt up in one of the caps. A cap change was completed. New caps inspected before applying and they appeared to be without any visible cracks. (B)(6) has the product in her office. Event #4: new cap from cap change kit placed on ra line this morning. This afternoon, rn gave prbcs, cap noted to have blood within cap lumen. Cap changed to new cap with sterile cap change kit event #5: when drawing labs cap was noticed to be broken on new PICC line from today. When flushing line blood and fluid leaked onto bed. Cap changed. Event #6: broken cap, leaked cryoprecipitate out on to bed event #7: crack cap on central line. Cap changed immediately. Lot (10)22lbb740, lid 52921. Event #8: drawing labs and blood appeared to be leaking from cap of purple lumen of central line. Line flushed and cap continued to leak. Cap change completed on lumen. Lot (10)22lbb740, lid 52921. Event #9: after blood transfusion was initiated, I noticed the cap filled with blood and began a slow leak from side of the cap. I flushed the site to confirm and the flush leaked out as well despite all connections being well fastened. Lot (10)22lbb740, lid 52921. Event #10: cracked cap in kit prior to placement bedside rn noted sterile cap in cap change kit to be cracked when priming to do sterile cap change on cvl. Cracked cap never reached patient and was discarded. Sterile cap change performed per policy. Lot (10)22lbb740. Event #11: cap to red lumen of PICC line observed to be cracked and blood tinted. Lot (10)22lbb740. Event #12: cap on red port of PICC line was changed following a tubing disconnection in the morning. It was noted in the afternoon that the cvp suddenly stopped reading appropriately. When troubleshooting the line it was noted that the cap was leaking. Saq nurse notified and sterile cap changed was performed. Of note since the cap had been changed that morning the cap was from a sterile cap change kit. Batch number not available since change kit had been thrown away that morning. Lot 22kbq230 event #13: when disconnecting IV tubing from cap on white lumen of central line, blood started backing up into the line and cap and coming out of the cap, line immediately clamped and using sterile process changed cap. Event #14 this rn called to bedside by mom in the morning stating "his line is leaking". Upon assessment, line was noted to be wet at cap site. While flushing the line, drops were noted to be leaking from the middle of the cap. At this time a cap change was done, and upon flushing again, no leaking was noted. Event #16: performed scheduled line change/cap (both lumens) change to patient's left femoral PICC line per policy with 2nd rn. After caps were changed, new tubing was attached, and drips were resumed without issue. Shortly after, (within 10 minutes) I noticed a drop of fluid coming from connection the red port to the new cap. I confirmed that connections were not loose, and line was flushed through at proximal stopcock, leakage noted. Immediately paused medications that were infusing, and changed out the cap per policy. Line flushed without difficulty, and no leaking was noted. Upon inspection of cap, visible crack in device lot # 22jbe669. Event #17: bedside nurse was attempting to draw labs from single lumen PICC line and unable to get blood return. Resource nurse called to bedside to assist with troubleshooting line to draw labs. Resource nurse noticed that there was a small amount of blood backed up into cap. Cap change was performed and blood return successful. Manufacturer response for microclave cap in medline cap change kit, microclave (per site reporter). Will investigate.